Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particle in water and also alleged sneezing, difficulty in breathing, eye become red and sinus infection . There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particle in water and also alleged sneezing, difficulty in breathing, eye become red and sinus infection. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of liquid ingress and dust contamination in the blower and throughout airpath. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found the error log showed 1 error logged. The manufacturer concludes the contaminates found were consistent with liquid ingress and keratin, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown.